Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. The manufacturer's field service engineer (fse) performed troubleshooting. The fse advised the customer to check the oxygen tank regulator and it was determined the pressure was too high. The customer set the oxygen inlet pressure to 50 psi and both alarms cleared.

Event description:
It was reported that the unit declared a "no oxygen available" alarm and a "high oxygen pressure" alarm. There was no patient involvement. The event date was not specified; estimate used.